Event description:
Report received of an over-delivery. The customer contact reported that the pump was returned from clinical service with an unsigned note, "secondary not infusing at set rate, infused medication too rapidly". There was no tracking info (nurse, pt, location) available. No incident report was generated, and there is no reported adverse pt event. Though requested, there was no further info available.